Event description:
A customer reported obtaining unexpected weak (B)(6) reactions with patient samples when testing with capture-cmv indicator cells, lot 228172.

Manufacturer narrative:
The customer was asked to repeat testing with a new lot of cmv plates. However the samples were discarded and were no longer available for repeat testing. No product or samples were returned for investigation. The immucor product investigation lab performed cmv assay on one cmv (B)(6) in-house donor sample, four times, in manual capture using retention capture-cmv, lot c096 and capture-cmv indicator cells, lots 228172 and 228173. Controls performed as expected. (B)(4). The one in-house donor sample exhibited (B)(6) reactivity as expected all four times. The investigation did not identify a product deficiency. The customer issue was not reproduced or confirmed. Retentions performed as expected.